Event description:
Clinic notes were received for review reporting that a vns patient was having an increase in seizures which continue to escalate even on poly pharmacy. The patient's vns was interrogated and found to be near end of service. The patient was implanted with their vns generator on (B)(6) 2009 at and is at relatively high settings. Their increase in seizures is reported to be above their pre vns seizure rate. The start date of the event is not clearly known. The patient is under constant supervision related to their increase in seizures. Lead impedance was reported to be dcdc 1 on their systems test confirming lead function. Normal mode testing results were not provided to see if the generator can deliver the patient's desired therapy settings. The relationship between the vns and their seizures is not known at this time but likely related to the battery nearing depletion. The patient will be scheduled for a battery replacement in the future.

Event description:
Product analysis was completed on the returned explanted generator. It was determined the battery was at end of life. The depletion was an expected event as determined by battery life calculation -0.69 and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
The patient had their generator replaced on (B)(6) 2011. Battery depletion was the reason for replacement with near end of service = yes, lead impedance was ok in the surgery. The patient's explanted generator was returned to the manufacturer and is pending completion of product analysis.